Event description:
Caller reported a cartridge alarm issue, specifically alarm 20. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Caller was advised to load a new cartridge at home due to insufficient insulin at work and to call back for further assistance if necessary.